Manufacturer narrative:
Concomitant medical products: peripheral IV line; central line. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that trifuse bd maxzero mz9270 leaking at the clave in the nicu. The nurse stated that they lost a PICC line because it clotted off and the central line needed to be replaced. A peripheral IV line was needed until a new central line was able to be placed. The baby became septic and has an ongoing infection that they don't know f it was caused by the leak or not.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the trifuse tubing set leaked at the connector. The peripheral inserted central catheter (PICC) line became clotted and needed to be replaced. A peripheral IV line was inserted until a new central line was able to be placed. The baby became septic with an ongoing infection. The customer further stated that it is unclear if the event caused the adverse effect to the patient or not.

Manufacturer narrative:
The customer's report of a leak was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. Dimensional analysis of the set's male luer component was also measured to be within iso specification. The root cause was not identified. The device history record for model: mz9270, lot 19036593 shows the component was manufactured on 25mar2019 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set.

Manufacturer narrative:
(B)(6) removed . Additional patient information: infant, extreme low birth weight, respiratory distress syndrome (rds), prematurity, npo.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the trifuse tubing set leaked at the connector. The peripheral inserted central catheter (PICC) line became clotted and needed to be replaced. A peripheral IV line was inserted until a new central line was able to be placed. The baby became septic with an ongoing infection. The customer further stated that it is unclear if the event caused the adverse effect to the patient or not.